Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump was replaced on (B)(6) 2016. The new pump was set to minimum rate mode at a dose of 4.83 mcg/day at a concentration of 800 mcg/ml of fentanyl.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a couple of weeks ago the patient's pump was alarming so the patient went to their healthcare professional (hcp) who "didn't see anything wrong" and silenced the alarm. Sometime later, the patient's pump began beeping again and the personal therapy manager (ptm) programmer was interrogated which showed the following codes: 8474 pump reset and 8478 safe rate in us. Patient's wife denied any exposure recently to electromagnetic interference. The patient's pain had returned over the past two days. The patient's pain was tolerable with oral pain medication supplements. Patient was scheduled to visit hcp on (B)(6) 2016 for a refill and the logs will be read at that time.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver fentanyl (800mcg/ml at 4.83 mcg/day). Analysis of the pump found high resistance across the battery. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.